Event description:
Spontaneous call from dr (B)(6) stating pt's cadd ms3 pump sn (B)(4) when loading cartridge error message appeared for cartridge will not load. Cartridge became stuck and when it came unstuck, the medication spilled all over the inside of the pump. Pt switched to back up pump. No adverse effects reported. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.